Event description:
It was reported the patient underwent a mobilization under anesthesia of the knee due to arthrofibrosis.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. [(B)(4)].